Event description:
Reporter alleged obtaining a discrepant blood glucose value of 223 mg/dl on her advantage sys compared to the nurse's measurement of 78 mg/dl when testing was performed 5 minutes apart. No actions or treatment reported. A request was made for the return of the suspect device and replacement prod was sent.